Event description:
It was reported the patient presented for implant procedure. During the procedure, the right ventricular lead guidewire could not be fully inserted into the lead. The physician elected to complete the procedure with a different lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to advance stylet was not confirmed. A complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. The stylet was able to be fully inserted inside the lead and removed without difficulties. Visual, x-ray, and electrical evaluations were normal with no anomalies noted.